Event description:
The following has been reported: biomed reported: ""tubing misloaded" notification reported from staff and after 4 additional known working cassettes checked by biomed. -no patient harm, but could not start an infusion when on a patient." A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a sticky pins failure. Upon evaluation it was observed there was not a noticeable amount of drag with the fva pins. There was a small amount of contamination on the fva pins but it was located on the side of the pin below the lip seal. The drag was not noticeable pre and post cleaning. Upon further evaluation it was found the fva rocker axle was broken and not allowing the primary pin to move correctly, causing the tubing set misloaded warnings mentioned in the complaint. It was also found the front housing has broken screw mounts internally. The handle has a broken screw mount. The wifi antenna by the resistor motor has become unseated due to rtv failure. The rear cover o ring was also pinched.